Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that "despite the 107~305 cm circuit, the bellows could not be used at 107 cm because some parts of the bellows were stretched and did not return since the opening. Both of the two items we opened had a length of 150 cm even when they were not touched at all after opening. The event occurred in early(B)(6) 2024. There were 2 defect items. The sample was not available for return. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, expiration date, full UDI number, d5: operator of device, and h4: manufacture date are unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.